Manufacturer narrative:
Device is a combination product. Device evaluate by MFR.: promus element, mr, ous 3.50x28mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts at the proximal end of the stent were lifted, bunched and pulled in a proximal direction. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The 80%-90% stenosed, 3.5mmx24mm, concentric, de novo target lesion containing a 45 and 90 degrees bend was located in the moderately tortuous and mildly calcified left circumflex artery. After a 6f cls 3 mach I guide catheter and a non-bsc guide wire were crossed the lesion, pre-dilation was performed with a 2x12mm nc quantum apex balloon catheter resulting to 40% residual stenosis. A 3.50x28mm promus element drug-eluting stent was advanced but resistance was encountered and could not track down the lesion. When the device was removed, it was noticed that the distal portion of the stent struts were lifted and damaged. The device was completely removed and a 3.5x28 promus premier select stent was used to complete the procedure. No patient complications nor injuries were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The 80%-90% stenosed, 3.5mmx24mm, concentric, de novo target lesion containing a >45 and <90 degrees bend was located in the moderately tortuous and mildly calcified left circumflex artery. After a 6f cls 3 mach I guide catheter and a non-bsc guide wire were crossed the lesion, pre-dilation was performed with a 2x12mm nc quantum apex balloon catheter resulting to 40% residual stenosis. A 3.50x28mm promus element drug-eluting stent was advanced but resistance was encountered and could not track down the lesion. When the device was removed, it was noticed that the distal portion of the stent struts were lifted and damaged. The device was completely removed and a 3.5x28 promus premier select stent was used to complete the procedure. No patient complications nor injuries were reported and the patient's status was stable.